Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR #2916596-2023-03245. It was reported that during a controller exchange for data transmission interruptions, the driveline could not be removed. The driveline release button did not feel to be functioning correctly and the driveline did not appear fully engaged as some of the markings on the driveline were visible when they normally are not. There was sticky residue around the driveline hub that seemed to extend into the driveline port. Tech services was onsite on 22may2023 to dismantle the heartmate 2 system controller to manually release the driveline from the controller.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion the reported event of white power cable transmission issues, difficulty removing the driveline, and fluid ingress was confirmed via evaluation. A review of the log files contained data spanning approximately 32 days ((B)(6) per timestamp). All of the captured data appeared to show the system controller operating as intended. There were no notable alarms active in the log file. The heartmate ii system controller (s/n: (B)(6)) was returned for analysis after being disassembled by technical services to manually release the driveline. Visual inspection revealed damaged strain reliefs, a brown sticky substance related to fluid ingress within the bulkhead assembly, and fluid ingress on the driveline latch release button. The system controller was reassembled and most of the foreign substance was removed from the bulkhead and release latch; however, there was still difficulty releasing the driveline due to the inability to remove all of the fluid ingress. Upon connecting the system controller to power, when the white power cable was manipulated a constant audio tone was emitted from the controller despite no alarms being active. The power cables underwent continuity and insulation testing, and the white power cable did not pass. The power cable was cut open to inspect the condition of the wires and the red wire (digital ground) and yellow wire (alarm out) were severed at the controller connector. The controller¿s power cables were replaced with test power cables in order to continue evaluation. The system controller was functionally tested and passed. The controller was connected to a mock circulatory loop for an extended period and was able to operate as intended. A root cause for the white power cable issue was due to the observed wire damage. A root cause for difficulty removing the driveline was observed to be due to the fluid ingress within the bulkhead release mechanism. A root cause for the wire damage and fluid ingress was unable to be conclusively determined through this analysis. The heartmate ii patient handbook, rev. C, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment for damage, including damage to the system controller¿s power cords, and to obtain replacements if needed. The heartmate ii patient handbook, rev. C, instructs users to never submerge their equipment, including their system controller, underwater. The patient handbook also instructs users to never expose their equipment to liquids or fluids of any kind. Heartmate ii instructions for use, rev. C, section 7 - ¿alarms and troubleshooting¿ and heartmate ii patient handbook, rev. C, section 5 - ¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.